Event description:
Procedure type: liver resection. According to the reporter. After several firings, the clip applier did not load into the jaw automatically. The surgeon fired the empty jaw which caused tearing of the vessel. This occurred again. Current pt status is fine.

Manufacturer narrative:
(B)(4).